Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt said, recently their implanted device battery died and yesterday they saw their doctor and it was restarted. Pt said, the problem is, after it was restarted their programmer showed por. Pt said there was a circle in the upper left corner of the screen. Reviewed how to clear the informational por. Pt was successful to clear the message and turn therapy back on confirming it was working again. The troubleshooting steps that were taken on the call resolved the issue. Additional information received that they were not there but they believe ins was depleted and turned in. Therapy was on.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.